Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and a cracked display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump is cracked around the battery cap.